Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2011.

Event description:
It was reported that the patient was inappropriately shocked and triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes on the right ventricular (rv) lead. The patient had undergone electrocautery surgery and the rv lead detected noise and the patient was inappropriately shocked. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.